Manufacturer narrative:
(B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) has been initiated for this issue. Model rvps serial number/date code (B)(4) is approximately 3 years 10 months old. The user manual part number 1106638 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer is a male whose actual age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The consumer was sitting in the chair when the left crossbrace snapped in half, causing the chair to collapse. No injury is alleged.